Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube pms plh 13x75 3.0 plbl lim ce had an off color lid. The following information was provided by the initial reporter: "we would like to bring to your attention the occasional difficulties raised by the roche company to identify the barricor tube opened during the post-analytical archiving phase, by the roche p 612 automaton, which uses a camera recognition system (pixelisation). A slight reflection of blue was observed by the roche technical engineers, contrary to the other types of bd tubes. This blue reflection seems to have an impact on the quality of the digital image and can lead to a rejection of the sample depending on : the ambient light in the laboratory: angle & intensity of light. The type of camera. To date, roche has been able to solve the problem by changing the camera position by a few millimetres to reduce the effect of the blue reflection of the barricor. The barricor being made of a pet (plastic) different from the other comic strip tubes this could explain this problem.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube pms plh 13x75 3.0 plbl lim ce had an off color lid. The following information was provided by the initial reporter: "we would like to bring to your attention the occasional difficulties raised by the roche company to identify the barricor tube opened during the post-analytical archiving phase, by the roche p 612 automaton, which uses a camera recognition system (pixelisation). A slight reflection of blue was observed by the roche technical engineers, contrary to the other types of bd tubes. This blue reflection seems to have an impact on the quality of the digital image and can lead to a rejection of the sample depending on : the ambient light in the laboratory: angle & intensity of light. The type of camera, to date, roche has been able to solve the problem by changing the camera position by a few millimetres to reduce the effect of the blue reflection of the barricor. The barricor being made of a pet (plastic) different from the other comic strip tubes this could explain this problem."